Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 33 mmol/l (594 mg/dl). The previous pod expired, and when attempting to activate a new pod the controller's screen went black. The patient turned it off and back on however the controller was frozen and the patient was unable to activate a new pod. The patient began experiencing 'wobbly legs' and a 'heavy heart'. The patient called emergency services and was taken to the hospital. At the hospital, the patient was diagnosed with a heart attack. The patient alleges the high bg levels led to high potassium which led to a heart attack. The patient was treated with multiple intravenous fluids drips, including insulin. The patient was still in the hospital at the time of reporting.